Event description:
Dealer advised tilt recline legs will not appear in the diagnostics. Dealer also advised powered seating is not appearing on the menu either. Dealer advised if enduser turns chair on and off a couple of times eventually is works.